Event description:
It was reported that three days post-implant, the patient presented to the hospital due to increasing abdominal pain. X-ray showed a pericardial effusion due to perforation. Also noted that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead exhibited normal electrical characteristics. The lead tip stiffness was according to specification.